Manufacturer narrative:
H3 other text : device is end of life / end of support.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device indicating that the defibrillation test failed. There was reportedly no patient involvement. The rse evaluated the device remotely and it was determined that this was a possible malfunction of the capacitor and pca (printed circuit assembly) board, however the device is no longer serviced due to end-of-life. The obsolescence letter was communicated to the customer. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The customer was aware of the end-of-life terms and the device remains at the customer site. No further investigation or action is warranted at this time.